Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on "initializing peripherals" loop. A field service engineer (fse) performed a proper shutdown and reboot of the station. Verified that the medstation application was fully operational. The pharmacy technician confirmed successful functionality by logging in, manipulating the application, and withdrawing inventory medications from all drawers without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was on "initializing peripheral" loop. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was on "initializing peripheral" loop. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.